Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging issues with loss of prime. The insulin pump was not available for troubleshooting at the time the complaint was received. Animas customer support made several attempts to contact the reporter for follow up to complete troubleshooting; however, the reporter did not respond. No product is being returned for investigation in association with this complaint as of the time of reporting. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.